Event description:
The respiratory therapist from the home healthcare company reported, "unit shut down while on patient. Was being powered by dc cigarette lighter cable in vehicle, unit shut down, did alarm inop. Family member stated unit back up connected to external battery, but ventilator would not recognize battery and only run on internal battery. Patient manually bagged. Tried to power vent via ac adapter at home, still would not run on internal battery. No patient harm reported."